Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead registered an impedance measurement greater than 2000 ohms on the patient's home monitoring equipment. When the patient was brought into the clinic for a device evaluation, the rv lead impedance measurement was within normal limits and noise was unable to be reproduced unless the patient raised his arms over his head. Boston scientific technical services advised the clinic to further evaluate the lead and consult with the physician. The boston scientific sales representative stated that at this time, the physician has decided to continue to monitor the patient because they were unable to reproduce the out of range impedance measurement. There were no changes in programming made and no adverse patient effects.